Event description:
It was reported that the surgeon was implanting a cage and on his 2nd of 2 screws, the screwdriver broke. It fractured at one of the flexible joints. The case was completed without issue or patient complication.

Event description:
It was reported that the surgeon was implanting a cage and on his 2nd of 2 screws, the screwdriver broke. It fractured at one of the flexible joints. The case was completed without issue or patient complication.